Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. The issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that the most probable root cause for the doses not being transmitted is an issue related to the inpen device itself. It appears the patient has not received doses on their app since (B)(6) 2020. No recommendation was provided as the helpline stated the inpen will be replaced during ticket creation and confirmed it has been replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between other device and mobile application. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed and issue was unresolved. No harm requiring medical intervention was reported. No product return is required for mmt-8060.